Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was over 400 mg/dl at time of incident at time of call over 407 mg/dl and current was 366 mg/dl. Customer had symptoms they may be indicative of the possible onset of diabetic ketoacidosis. Customer reported that the crack on the reservoir lip ring and missing piece on the reservoir compartment. Customer reported that the reservoir able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08695 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The insulin pump was received with scratched case, cracked select button keypad overlay, and pillowing keypad overlay. No crack on the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.